Manufacturer narrative:
A patient experiencing pain at anchor site was reported to abbott. The patient's anchors were explanted due to pain. The ipg and lead remained implanted. The patient has effective therapy. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that patient experienced pain at anchor site. As a result, surgical intervention was undertaken wherein the anchors were explanted to address the issue.